Event description:
Cracks in the pen body [device malfunction]. Case description: does the incident represent serious public health threat: no. This spontaneous case from (B)(6) was reported by consumer as "cracks in the pen body, piston rod is bent". It concerns a pt treated with novopen 4 (insulin delivery device) (drug start date unk, and drug stop date unk) for "device therapy. Pt height unk. Medical history: not reported.

Manufacturer narrative:
Upon analysis of the returned product, a fault, which may lead to a medical consequence, was found. Technical, visual, and functional examinations were performed. A part of the mechanism is broken off and this allows the internal pen mechanism to rotate in relation to the pointer in the dose indicator window. The fault may result in inaccurate dose delivery. Analysis results: product name: novopen 4. Batch: aug0855. Investigation and results: visual and functional examinations were performed. The pen body has been exposed to some kind of heavy load and the metal tube is squeezed and deformed. The piston rod does not run smoothly. The observed problem could not be related to any novo nordisk processes. A part of the base bushing is broken off and this allows the internal pen mechanism to rotate in relation to the pointer in the dose indicator window. The fault may result in inaccurate dose delivery. Conclusion: the observed fault on the piston rod is a result of accidental damage during use of the device. The problem regarding the base bushing is due to rough handling during use. Comment: company comment: upon analysis, a fault, which could lead to an incident was identified. A part of the base bushing on the pen has broken off. An internal part in the pen is broken and dose mechanism can rotate freely inside the pen housing. Due to the pen construction, it will be very difficult to set a dose if the pen is used according to the instruction. However, if the pt are holding on the cartridge-holder instead of the pen housing, the pt could receive a too high dose, when injecting, and experience a hypoglycemic event. The fault should initially be very obvious to the pt, because of the misalignment between the pointer and the dose indicator window and the overall risk of an adverse event is considered minimal. The fault occurs when excessive force during handling is applied to the pen. Final comment from the MFR: (B)(4) 2012 - during investigation of the device, a fault, which could lead to an incident was identified. Two other cases with a similar root cause, but also without a medical adverse event, have been reported to novo nordisk (B)(4) and novo nordisk (B)(4) does not see this as a safety concern. Eval summary: device conclusion - visual and functional examinations were performed. The pen body has been exposed to some kind of heavy load and the metal tube is squeezed and deformed. The piston rod does not run smoothly. The observed problem could not be related to any novo nordisk processes. A part of the mechanism is broken off and this allows the internal pen mechanism to rotate in relation to the pointer in the dose indicator window. The fault may result in inaccurate dose delivery.